Event description:
The customer reported that after transporting the patient from catheter room, iab therapy with the cs100 was initiated in ICU. He input ECG via ECG patient cable during transportation, then in the ICU, connected ex-cable to the cs100 in order to input ECG via bedside monitor. Since it was running in auto mode, he tried to trigger with ECG from ex-cable by removing the ECG patient cable. Then, "external" and "no cable" were alternately displayed at ECG area of the cs100 display screen, and failed to recognize ECG. The incident also occurred when the cable was replaced. He considered it was caused by iabp failure, therefore, replaced the product with another iabp to continue the therapy. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The device is under evaluation. A supplemental medwatch report will be submitted once the evaluation is completed. (B)(4).